Event description:
Plate & screws in rptr's neck. Plates, screws, rods, hooks, connectors side-tighten-nuts, in thoracic area. Rods, screws, & connectors in lumbar area. Pt has a disability & is in severe pain.